Event description:
Physician was attempting to use an endeavor resolute drug-eluting stent (2.25mm x 24mm) to treat a lesion in the lad with 85% stenosis but the device could not cross. The physician used a 2.25 x 18mm stent to complete the surgery. The device was inspected before use with no issues noted. No clinical sequelae were reported. Device was returned to the manufacturing facility and the stent was observed to be damaged. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 5th and 6th proximal stent segments were raised and deformed. The distal tip was bent. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 85% stenosis). Deformation problem. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 85% stenosis). Inherent risk of procedure (stent deformation). (B)(4).